Event description:
It was reported that the customer was getting no delivery alarms while she was at a diabetes day camp. The customer's blood glucose levels were over 400 mg/dl. After changing the infusion set twice, the customer gave herself 10 units of insulin with an insulin pen per the camp doctor's instructions. It was stated that the customer changed the infusion set several times, but continued to get no delivery alarms. The customer's most recent blood glucose reading was 34 mg/dl, and was on her way to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.